Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly several years after implantation (on or about 2011) of the device, the patient began experiencing discomfort and further diagnostic workup revealed the presence of metallosis and trunnion, along with soft tissue inflammation. It is further alleged that based upon this finding and in light of worsening symptoms he was taken back for revision surgery on his left hip on (B)(6) 2015 and during the surgery, it was discovered that there was significant metallosis and trunnionosis in patient's left hip resulting in soft tissue damage.